Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Silenced, reviewed settings and powered pump off. Closed clamp and removed cassette, gently tapped cassette to disperse air bubbles in the line. Also, pressed green release. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off. Removed cassette again, gently tapped cassette to disperse air bubbles in the line, pressed green release. Replaced cassette and powered pump on- pump continued to alarm. Patient not affected. Resvol- 12.5ml; rate- 1.3ml/hr; given- 93.5ml no further information available.